Manufacturer narrative:
Two days after the index procedure, the patient had asymptomatic cerebral infarction that was scattered in affected side cerebral hemisphere by MRI. No treatment was done. The enterprise was fully expanded, apposed to the vessel wall and in a stable position as compared to position after placement. There were no indications of any conditions causing hypercoagulable state. Five days after the index procedure, the patient had transient ischemic attack with dysarthria lasting for several tens of seconds. Ozagrel infusion was administered and recovery was confirmed. Approximately ten days after the index procedure, transient ischemic attack with transient hyposthenia in left upper limb. Plavix was taken orally and recovery was confirmed. Plavix 75mg/day was started eleven days post procedure. It was reported that procedural images are not available for review and no further information is available. The stent remains implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01422126. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stroke and ischemia are known potential adverse events associated with the associated with the use of the cordis enterprise vascular reconstruction device and delivery system and the procedures in which they are used. Based on the available information no conclusion can be made regarding the relationship of the device to the events. It is possible that patient, procedural, and or pharmacological factors contributed to the events. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The patient number was updated to (B)(6).

Event description:
It was reported via the (B)(4) study that two days post enterprise vrd assisted coil embolization, the patient had an asymptomatic cerebral infarction with no treatment. Additionally the patient had a transient ischemic attack (tia) five days post procedure with recovery after administration of ozagrel and a tia ten days post procedure with recovery after plavix administration. The index procedure was a coil embolization assisted with the enterprise vrd stent (enc452212) for an unruptured sellar aneurysm. Antiplatelet therapy included aspirin 100mg/day cilostazol (powdered) beginning eight days prior to index, with cilostazol 100mg (tablet) starting six days prior to the procedure. The saccular aneurysm measure at the neck 3/6mm and the neck to sac ration was 3.6mm/4.2mm. The parent vessel diameter proximally was 3.9mm and distally was 4.7mm. The recommended parent vessel diameter or use of the enterprise vrd as outlined in the instructions for use is 2.5mm - 4.0mm. The modified rankin scale pre and after the procedure was 0. The enterprise was fully expanded and appose to the vessel wall after initial placement. Noncordis coils (gdc 10) were used.